Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia and requested additional training after noting overnight lows and concerns about bedtime snacks, along with difficulty hearing alerts from the associated app and reliance on a different app for notifications. Symptoms included low blood glucose to 48 mg/dl without loss of consciousness or other acute sequelae. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included a review of user reports and training follow-up. Investigation of this case revealed cause not determined and no device malfunction confirmed, with user reporting improved time in range after initial use as the system adapted to insulin needs. It was concluded that the event involved hypoglycemia with undetermined cause, and additional training was assigned.